Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal end of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut in order to retrieve the stent. The stent was noted to be deformed at the proximal end. All 3 marker bands were present on both ends of the stent. The sdw was noted to be kinked/bent at the distal tip. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use' was confirmed during device analysis. The remaining 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when delivering the stent, significant resistance was encountered while advancing the stent from the introducing sheath into the microcatheter. The stent became completely immobile after approximately 15mm had entered the microcatheter. The physician attempted to retract the stent back into the introducing sheath but also encountered substantial resistance. Ultimately, the physician pulled the stent out of the microcatheter, and an external inspection revealed that the proximal end of the stent was completely deformed and the distal end of the delivery wire was bent. The physician then replaced it with subject stent of the same model, which encountered the same issue when entering the same microcatheter. When the physician attempted to retract the second stent back out of the body, the second stent became detached from the delivery wire, leaving the stent inside the proximal end of the microcatheter'. The subject stent was returned for analysis in a deployed condition inside the proximal section of a microcatheter as per the event description. It was not possible to advance or push back the stent using a mandrel pushed in through the proximal and distal openings of the microcatheter. Instead, the microcatheter needed to be cut open in order to recover the subject stent. Once removed from the microcatheter lumen, the stent was noted to be deformed at the proximal end. The sdw was returned for analysis and was noted to be kinked/bent near the distal end of the wire. The introducer sheath was also returned for analysis and was noted to be undamaged. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved proximally prior to stent advancement out of the sheath (this is supported by the lack of damage noted to the distal tip of the sheath). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The user would experience increased resistance during attempts to advance the stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported ¿stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' and analysed ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during procedure, the subject stent encountered significant resistance while advancing from the introducing sheath into the microcatheter. The subject stent became completely immobile after approximately 15mm it had entered the microcatheter. When the physician attempted to retract the subject stent outside the body, the subject stent became detached from the delivery wire, leaving the stent inside the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, the subject stent encountered significant resistance while advancing from the introducing sheath into the microcatheter. The subject stent became completely immobile after approximately 15mm it had entered the microcatheter. When the physician attempted to retract the subject stent outside the body, the subject stent became detached from the delivery wire, leaving the stent inside the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.